Event description:
The right atrial (ra) lead was returned to the manufacturer after being explanted for elective replacement. The ra lead tested out of specification and is now reportable. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was a damaged guidetooth and the lead was stretched.